Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor and motor, which were each replaced along with other components. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece overheated during a surgical procedure. The case was completed successfully. There were no adverse consequences reported as a result of this event.